Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was 148 mg/dl. Customer stated that the insulin pump¿s buttons did not press for 3 minutes or longer. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.